Event description:
On (B)(6) 2015 the reporter contacted animas, alleging an unresponsive keypad issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Serial number: (B)(4).

Manufacturer narrative:
Device evaluation follow-up #2 submitted 06/29/2015: the device was returned to animas and evaluated by product analysis on 06/11/2015 with the following results: unresponsive buttons due to moisture damage. Battery compartment is cracked along side of pump. Leak test verifies leak at battery compartment. Moisture observed in display. Pump opened and moisture damage found on circuit board. All other buttons respond to presses appropriately. Keypad removed. No damage found to button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.